Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2006: dr. (B)(6) p.c. (B)(6) do. Office notes. Large left lower abdominal incisional hernia, measuring approximately one foot by one foot. Told her could repair this laparoscopically with mesh. Explained procedure, along with any possible risks or complications. Understands and would like to have performed approximately two weeks . (B)(6) 2006: (B)(6) health system. (B)(6) do. Operative report. First assistant: (B)(6) do. Second assistant: (B)(6) do. Preoperative diagnosis: large 12 x 12 inch incisional hernia. Postoperative diagnosis: large 12 x 12 inch incisional hernia. Procedure: laparoscopic incisional hernia repair with gore-tex mesh. Procedure in detail: ¿the patient, after being seen and examined in the holding area and giving informed consent, was taken to the operative suite and placed in the supine position, and administered a general anesthetic and had her abdomen sterilely prepped and draped in the usual fashion. Next, a 15 blade was used to make a small incision immediately to the right subcostal area. The incision was taken down into the abdomen and the camera port was placed and the abdomen was insufflated to 16 mmhg. The camera was inserted under direct visualization; a left subcostal 5 mm port and a right lower quadrant 5 mm port was [sic] placed. The double-sided gore-tex mesh was inserted through the camera port into the abdomen. The mesh was the opened up and tacked with the tacker device to the anterior abdominal wall with the rough side of the mesh facing anteriorly. With the mesh in place after tacking all the edges and leaving approximately a 2 cm lip of the edge of the mesh overlapping the edge of the hernia defect, the remainder of the abdomen was visualized. There were no other abdominal abnormalities noted. All ports were then removed under direct visualization. All the air was let free from the abdomen. The fascia was reapproximated with an [sic] 0 vicryl in a buried simple interrupted fashion. The subcutaneous tissue was infiltrated with ½% plain marcaine and the skin was reapproximated with a 4-0 vicryl in a buried simple interrupted fashion. Sterile dressings were applied. The patient tolerated the procedure well. There were no complications. She was transferred to the recovery room in stable condition .¿ product identification records for the alleged ¿double-sided gore-tex mesh¿ were not provided. (B)(6) 2006: dr. (B)(6) p.c. (B)(6) do. Office notes. One week status post large ventral hernia repair with mesh. Feels better, has no bulge that had prior to surgery, all laparoscopic incision sites well healed. Back one month for recheck . (B)(6) 2006: dr. (B)(6) p.c. (B)(6) do. Office notes. Recheck. No evidence persistent hernia, incision sites well healed, return to work monday . (B)(6) 2006: dr. (B)(6) p.c. (B)(6) do. Office notes. Recheck ventral hernia. Little reddened area around midline incisions site . (B)(6) 2006: dr. (B)(6) p.c. (B)(6) do. Office notes. Recheck. Area completely healed not reddened anymore and feels well . (B)(6) 2006: [missing records: record for the CT scan showing ¿loops of bowel up underneath mesh¿ were not provided.] (B)(6) 2006: dr. (B)(6) p.c. (B)(6) do. Office notes. Here because of pain left lower quadrant. CT scan performed showed loops of bowel up underneath mesh. Will lyse the adhesions causing the bowel to be stuck under mesh, then will re-afix [sic] mesh with some staples to abdominal wall. Explained exploratory laparoscopy procedure, along with any possible risks or complications. Understand, would like to have performed approximately two weeks. (B)(6) 2006: (B)(6) health system. (B)(6) do. Operative report. Assistant: costa. Preoperative diagnosis: recurrent ventral hernia. Postoperative diagnosis: recurrent ventral hernia. Procedure: laparoscopy with large ventral hernia repair that is 10 x 14. Also a small ventral hernia repair 3 x 3. Lysis of adhesions. The procedure in detail: ¿the patient after being seen and examined in the holding area and getting informed consent, was taken to the operative suite, placed in supine position, administered a general anesthetic and had her abdomen sterilely prepped and draped in the usual fashion. Next a #15 blade was used to make an incision approximately 1-2 inches below the xiphoid. The incision was taken down to the fascia. The fascia was incised and the camera port was placed. The abdomen was insufflated to 16 mmhg. The camera was inserted and under direct visualization the left and right upper quadrant 5 mm ports were placed. It appeared from the previous surgery the mesh had slipped and there was a hernia defect measuring approximately 10 x 14 cm in around the umbilical area. There was also a 3 x 3 cm defect in the right upper quadrant. The adhesions were taken down from the abdominal wall using sharp dissection, then the double-sided barred mesh was placed over the abdominal defect intact with the tacker device adherent to the anterior abdominal wall. Also a 3x3 inch mesh was placed over the right upper quadrant hernia and tacked with the tacker device. The remainder of the abdomen was visualized. There were no other abdominal abnormalities noted. All ports were then removed under direct visualization. All the air was let free from the abdomen. The fascia was reapproximated with an [sic] 0 vicryl in a buried simple interrupted fashion. The subcutaneous tissue was infiltrated with 0.5% plain marcaine and the skin was reapproximated with a 4-0 vicryl in a buried simple interrupted fashion. Sterile dressings were applied. The patient tolerated the procedure well. There were no complications. She was transferred to the recovery room in stable condition.¿ product identification records for the alleged gore device were not provided. There is no mention of gore device removal in the records. (B)(6) 2006: dr. (B)(6) p.c. (B)(6) do. Office notes. Status post ventral hernia repair. Getting along fairly well, some residual pain. Plans return to work (B)(6) 2006 with lifting restrictions of 25 pounds. See back one month . (B)(6) 2006: dr. (B)(6) p.c. (B)(6) do. Office notes. Two weeks status post large ventral hernia repair. Area seems to be healing nicely. Still considerable amount pain, however back to work. Recheck one month . (B)(6) 2006: dr. (B)(6) p.c. (B)(6) do. Office notes. Abdomen appears completely healed. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for alleged unknown gore device use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that although the brand name and lot # of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent incisional hernia repair on (B)(6) 2006 whereby alleged gore devices were implanted. The complaint alleges that in approximately 2016, an additional procedure occurred whereby the alleged gore devices were revised and partially explanted. It was reported the patient alleges the following injuries: mesh revised and partial removal. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The instructions for use further state: ¿cutting gore® dualmesh® biomaterial to the proper size is essential. Use sharp surgical instruments to trim the mesh. If gore® dualmesh® biomaterial is cut too small, excessive tension may be placed on the suture line, which may result in recurrence of the original, or development of an adjacent, tissue defect.¿ the instructions for use further includes a precaution which states, ¿ensure the size of the device is adequate for the intended repair.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.